Manufacturer narrative:
Additionl information are part of recall 3003923584-10-27-2017-001-r.

Event description:
This is follow-up 01.

Manufacturer narrative:
We determined to conduct a recall of concerned productions lot.

Event description:
Second conact: qm department was contacted on (B)(4) 2017 from distributor. Distributor stated that they received again from hospital that they have experienced a second breakage of the tip end for the 3006-00 lot# 17041. No injury to the patient is reported. First conact: qm department was informed on (B)(4) 2017 from distributor about an first pin breakage in the same facility. No patient injury reported. This event will be reported within MDR 3003923584-2017-00045.